Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver being used with the complaint device was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was attempted but could not be performed due to a call tech support error on the display screen. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Paring test was performed and the test did not pass. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.